Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Additional information received the 13th november: from the rep : " yes, the same answers apply and the needle did not break." The device involved in this complaint was not available for return to cook as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A potential root cause for this event may be by torturous anatomy, possibly the needle may have become kinked from removal of packaging or possibly from inserting the device into the scope. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. The echo-hd-3-20-c device of lot number was unknown there a review of manufacturing records could not be completed. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The echo-hd-3-20-c device of lot number was unknown there a review of manufacturing records could not be completed. The notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to additional information received as reported to customer relations, "needle possibly kinked due to tortuous position in which the physician used the device. Needle didn't exit scope." During an eus procedure, targeting a pancreatic cyst, the physician attempted to puncture the cyst with a 20g procore needle. The physician stated that the scope was in a very torqued position. While the physician was trying to puncture the cyst, he was unable to push the needle out of the sheath.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in this complaint was not available for return to cook. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A potential root cause for this event may be by torturous anatomy, possibly the needle may have become kinked from removal of packaging or possibly from inserting the device into the scope. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. The echo-hd-3-20-c device of lot number was unknown there a review of manufacturing records could not be completed. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "needle possibly kinked due to tortuous position in which the physician used the device. Needle didn't exit scope." During an eus procedure, targeting a pancreatic cyst, the physician attempted to puncture the cyst with a 20g procore needle. The physician stated that the scope was in a very torqued position. While the physician was trying to puncture the cyst, he was unable to push the needle out of the sheath.